Event description:
It was reported that a volume discrepancy occurred on the day of initial report. The actual residual volume (arv) was 0ml and the expected residual volume (erv) was 6ml. It was also noted that the patient was ¿difficult to access the refill port,¿ adding that at a previous refill in (B)(6) the hcp reported that the erv was 3.4ml and the arv was 4.5ml, that refill was done under fluoroscopy as the patient was ¿hard to access the reservoir port.¿ the patient had been having underdose symptoms for the past week before the initial report was made. The symptoms began ¿around¿ (B)(6)2013 when the patient had itching. The patient was put on oral baclofen ¿30mg x3 day¿ it was noted that the reporter was ¿not sure how accurate this info is¿ as it was passed from hcp (healthcare provider) to the reporter. The hcp mentioned to the reporter that they had been having problems for ¿a couple of months, but then reviewed his chart and noted that it was only since (B)(6) 2013.¿ the patient had seen a surgeon to troubleshoot a suspected catheter complication. The reporter did not know when that occurred. A CT (computerized tomography) was done, ¿nothing conclusive was noted.¿ at the refill on the day of the initial report the hcp filled the pump with 10ml of fluid and then pulled it back out to verify they were in the refill port. The doctor¿s plan going forward was to get the surgeon involved to troubleshoot. The device system was used to infuse gablofen. Additional information received reported that the plan was for the doctor to bring the patient back into the office ¿in a couple of weeks¿ to determine if discrepancy still existed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2012. (B)(4).